Manufacturer narrative:
(B)(4). Device broke intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device history records review was completed for part# 806.006.02s, lot# 9698647. Manufacturing location: (B)(4), manufacturing date: dec 07, 2015, expiry date: nov 01, 2018. Article was sterilized by (B)(4). No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, a le fort 1 osteotomy for maxilla (set back) was performed for a patient with jaw deformity. During fixing the rapid resorb-cortex screw on the left side of anterior nasal aperture, the screw head broke. Before fixing the screw, the surgeon performed drilling, washing, and tapping. Although the screw shaft remained in the bone, the surgeon drilled over remaining screw shaft and tapped the bone newly. The surgery was completed by using another new screw. No delay in surgery or adverse consequence to the patient was reported. The surgery was completed successfully. Patient outcome was not reported. This report is for one (1) 2.0mm rapid resorbable cortex screw 6mm sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: 1x article 806.006.02s with lot number 9698647 was returned for investigation. Article forwarded to manufacturing plant (B)(4). The homogeneous, spiral shaped fracture face on the screw shaft fragment does not give any specific clues that the polymer screw was somehow pre-damaged prior to the breakage, e.g. Bubbles in injection molded part which could have caused a malfunction during insertion. Due to the plastic deformation of the polymer structure, a brittle character of the material also can be excluded. On the contrary, the homogeneously distorted fragment indicates that the screw shaft as a whole failed due to excessive force applied to the screw. All further conclusions would be of speculate nature. The production and release documents indicate in a similar way that correctly produced and released products were shipped to the customer. Based on the accessible data the most logical conclusion is that the screw broke due to excessive force applied during insertion. No manufacturing related failure was detected based on the above described investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.